Manufacturer narrative:
Paper ECG tracings, event reports, error logs and the electronic patient data base from the time surrounding the reported event were reviewed. The panorama central station was confirmed to have preformed within specification. The facility was utilizing the minimum qrs detection threshold of 0.16mv and the p-waves were relatively tall and narrow which resulted in the arrhythmia analysis algorithm counting p-waves as qrs complexes. (B)(4). (Exemption #e2015032).

Event description:
It was reported that on (B)(6) 2018 a patient experienced ventricular standstill at 22:34:45, and the panorama central station failed to produce an alarm. The patient was reported to have expired 2 days later on (B)(6) 2018.